Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the pulse generator exhibited a battery voltage of 2.70 v, impedance 9 kohms, current drain 7 ua with a remaining longevity of 1.7 years. Six months prior, the battery longevity was four years.